Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of presentation slides "valve-in-valve tavr and bioprosthetic valve fracture in a patient at high risk of coronary obstruction using j-valve system" presenter dr mark hensey, shared during the tvt 2019 (june 2019) conference, the following event was identified as pertaining to an edwards device: a patient with a 21mm valve implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to severe stenosis. A non-edwards device was implanted within the edwards device. The patient was noted as to be discharged on pod # 4.